Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up MDR will be submitted.

Event description:
Receiving information stating customer initiated a correction bolus. Customer received an incomplete bolus alert. Reportedly, customer's blood glucose level was high.